Event description:
A (B)(6) male pt contacted zoll customer support to report that the charger was not working and was flashing on and off. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger defective flashes on and off) was confirmed. As received, the charger/modem was resetting. Upon evaluation, there was corrupted data on the flash memory. The cause of the intermittent ability to power on is the corrupted data. The root cause of the corrupted data cannot be positively identified. No adverse event resulted from the defective charger/modem. The pt was issued a replacement charger/modem.